Event description:
On (B)(6) 2009, the pt reported that she received an e4 (occlusion) error while attempting to bolus. She changed her insulin cartridge, infusion tubing, and adapter prior to the report. She disconnected from the infusion site and primed the infusion tubing without error. She stated that her infusion site felt "uncomfortable". She removed the infusion site and found that the cannula was bent. She inserted a new infusion site and completed her bolus without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.